Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery multiple times during the basal process. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was received with no button response due to act and up arrow buttons is flat button dome. The connector was inspected and locked on the lcd board. Unable to confirm excessive no delivery alarms and basal anomaly due to keypad unresponsive. The insulin pump had cracked reservoir tube lip noted.